Event description:
A malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer agreed to use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery.